Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal morphine (unknown) and another medication via an implantable pump for non-malignant pain, the patient rep stated that the patient's pump was alarming and they want to know what it means. Agent reviewed that it was a two-tone alarm and the duration between the two beeps was varying from 5 minutes to an hour. The patient was laying down in a recliner sleeping when they heard the noise and there was nothing around them. The last time the patient had their pump filled was (B)(6) and they were due to have the pump filled again on (B)(6). The issue was not resolved through troubleshooting. The patient rep called back stating they went to doctor's office, who interrogated the pump and checked the logs and 'it showed nothing - no events happened, there was no critical and no noncritical events - the only event was when she got it refilled (B)(6) 2025.' The patient rep stated the alarms were 2 little beeps, real short and crisp. The patient rep stated they called the office about 10 minutes after this started, and the person could hear the beeping over the phone. The patient rep stated they put their ear against patient's skin and could hear the beeping. They mentioned symptom wise, patient was fine. They had not heard this alarm again since 4:35am but still wanted to check on this with medtronic. The patient rep also mentioned o n the logs, on (B)(6) patient had a refill and saw a physician bolus completed (37) on (B)(6) at 5pm and inquired about that. Agent reviewed and patient rep understood. Agent attempted to review considerations but the patient rep stated there was nothing in the house beeping and patient had no electronics by them or anything that might contribute to this. The patient rep verified healthcare provider (hcp) did an alarm test when obtaining pump logs and stated neither of those alarms were consistent with what the patient rep and patient heard.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider stated that the cause of the pump alarming was unknown. The issue was resolved spontaneously.